Event description:
IV remodulin pt via cadd solis pump. Pt reported solis pump beeped twice at 2am, she straightened out the wire and held on to it, and nothing further until about 445am, it beeped twice again. Pt said no alarm went off just two beeps. No other issues/beeps/alarms since 445am this morning and pt is infusing fine. Advised patient, if she gets another alarm/beep, she should switch to back up and do a whole other change. If it beeps with back up pump, then pt may need to get central line looked at. Sending replacement pump in case it was a pump malfunction. Was troubleshooting done? Yes. Did patient miss any doses or have an interruption in therapy due to pc? No. Did patient experience an ae due to pc? No. Is the malfunctioning device available for return, in case the manufacturer requests? Yes. Is defective device being replaced? Yes. Is therapy life sustaining? Yes. Diagnosis for use: pulmonary arterial hypertension.